Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 28 x 3mm, concentric target lesion with a bend between 45 and 90 degrees was located in the mildly tortuous and mildly calcified right coronary (rca) artery. A 38 x 2.75 promus elite drug eluting stent was deployed., after which a distal edge dissection was noted. A 16mm x 2.75mm stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.